Event description:
As reported via legal documentation, on (B)(6) 2015, this patient underwent right total knee replacement surgery and was implanted with a recalled optetrak polyethylene tibial insert. On (B)(6) 2023, approximately 7 years 5 months after their initial replacement, they underwent right total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert and femoral loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6 - investigation results: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the reported prosthesis wear cannot be determined as the devices were not available for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.